Event description:
The doctor reported that the implant was removed due to osseointegration failure 5 month after initial implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. During the implant removal surgery, abnormal sensation around implant placement was reported. The patient has since recovered.